Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Upon follow-up, patient experienced increased dilatation of the cia causing loss in seal.

Event description:
Patient presented with a dilated right cia; in 2008, had successful implant of a 28-16-140bl bifurcated device, a 28-28-95rl suprarenal proximal extension, one 20-20-55l limb extension on the right side; one 16-16-55l limb extension and two 16-16-88l lim extensions on the left. There was no endoleak noted at the close of the initial procedure. Follow up revealed that the right cia had dilated more and seal was lost resulting in a distal type I endoleak. In 2009, the patient was treated with coil embolization on the right side and a limb extension down the right side with an additional 16-16-88l lim extension. Completion angiogram showed no endoleak.